Manufacturer narrative:
Additional information: the colonoscopy device, model ec38-i20cl, serial number (B)(6)belonging to koc university faculty of medicine hospital was taken to destributor with the complaint of "air leakage". As a result of detailed tests and controls, it was determined by destributor that air leakage occurred in the ift outer sheath due to one of the ift mesh braids coming out of the sheath at the 21st cm. There is no problem with the general appearance of the device. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
At ift 21 cm, it was determined that one of the steel meshes was out of its outer sheath and formed an air leakage. The procedure was not stopped. The procedure was continued despite the malfunction. Because the malfunction was noticed during the air leakage test before washing after the procedure. This event occurred at the time of during inspection. There was no report of patient harm this event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result additional information d4:unique identifier (UDI) h4:device manufacture date evaluation summary event that occurred is lekage from ift. Based on the investigation, a potential root cause of this failure is damage of braid due to excessive bending of the ift or external impact. The damaged braid penetrated to outward. A definitive root cause of the reported issue could not be identified. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 12-jul-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 12-jul-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.